Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Myocardial infarction and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a 3.0x23mm xience alpine stent was implanted on (B)(6) 2015 to treat a lesion in the left anterior descending coronary artery. The patient presented at the hospital on (B)(6) 2015 with an abnormal EKG/ECG, elevated troponin and non-st elevated myocardial infarction. There was restenosis at the proximal edge of the 3.0x23mm xience alpine stent that was implanted nine days earlier. The patient was successfully treated with balloon angioplasty, and was in stable condition. There was no reported adverse patient sequela. No additional information was provided.